Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient was implanted with an v40 cocr lfit femoral head on his left hip on (B)(6) 2009. It is further alleged that the patient experienced pain. X-rays allegedly showed "broken, worn out trunnion and the acetabular socket appeared to be in good condition." During revision surgery on (B)(6) 2020, "the worn out trunnion was completely corroded and wearing on a superior portion of the socket. The plastic liner was broken in this area as well.".

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.